Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Per the patient she had difficulties following her pump and catheter implant. The patient had an infection following the surgery and a revision was done because of the infection. The patient stated that her catheter broke in (B)(6)2014. The device system was delivering dilaudid. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received. If additional information becomes available a follow-up report will be sent.